Manufacturer narrative:
The historical test records were reviewed in the qos system. The device had passed all tests. Complaint evaluation was completed on 5/13/2024. There was one other complaint on this device in cq. The pump was tested with the testing protocol for battery and power complaints. The pump's event log was pulled as part of the evaluation and upon review it was noted that there were no abrupt power offs found in the log, even though it reported by the end user. An abrupt power off would be seen by the "log_event_on" code without an "log_event_off" code before it in the log, but there was no evidence of this occurring. A 100 ml infusion was ran on the pump using the end user's parameters of a 46 hour infusion. The infusion ran for 100 ml at a rate of 2.2 ml per hour. The infusion was successfully completed and the pump did not power off abruptly before finishing. The infusion was ran using an hs-008 IV cassette with lot # 2304023 and expiration date 03/17/2026. Upon further evaluation there were no loose connections or components inside of the device. Functional testing did confirm the reported condition but was not duplicated during testing. A CAPA had been opened in order to fully investigate and address the root causes of the reported events. [Reference: complaint # (B)(4).

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested.

Event description:
On 9/28/2023, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.